Manufacturer narrative:
Two companion samples in unopened pouches were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing, clear passage testing, and clamp function testing were performed with no issues noted. The samples were found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with two (2) clearlink solution sets, baxter infusion pumps presented air in line alarms. This occurred during infusion of intravenous immunoglobulin (ivig) from a glass container at 50cc/hr. The reporter stated that there was no visible damage or defect to either set, and that the sets flowed properly when not in a pump. The reporter was unable to clear the alarm, so therapy was completed via gravity infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.